Event description:
It was reported that a patient experienced a pericardial effusion and hypotension. During an atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. The physician was ablating around the left superior pulmonary vein and left inferior pulmonary vein when the anesthesiologist noticed that the patient blood pressure was low. An effusion was confirmed using an intracardiac electrocardiogram catheter and the procedure was stopped. A pericardiocentesis was performed to solve the issue, but the patient had to be transported to the operation room for surgical intervention. The patient current status is unknown. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.